Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recq1925 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a hole at the 1 cm mark. The PICC was removed. Additional information received from tm stated, "nurse flushed the line and saw the leak." A new PICC was placed after the removal of the leaking PICC line.